Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system s/n: (B)(4) displayed m-ID 05 (post ext ram) immediately upon powering on. Another system was used to continue therapy. No other information was provided.